Event description:
Pt had a PICC line, it required a repair, which was done using repair kit from MFR and following instructions. The next day, the hub came off and the pt was sent to the ed and required transfer to another hosp for removal catheter from pulmonary artery.